Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-94 alarm. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review and visual inspection were performed. During evaluation, it was found that the device was locked and alarming an f-94 alarm. The cause of the condition was determined to be inoperative main battery. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.